Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake casters would swivel in the brake mode. The technician replaced the brake casters to repair the bed.